Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported the bioraptor 2.9 with 2 ultrabraid broke. A back up device was utilized to complete the procedure. No patient injury or complications were reported.